Manufacturer narrative:
The legal manufacturer was wrongly reported in the initial report. It is corrected through this follow-up. New information was received on the 17th of april 2019: the surgery was completed with another devices and the duration of the delay was less than 30 minutes. No other harm was reported for the patient or the operator therefore the complaint is not reportable anymore.

Event description:
It was reported that two sets of universal powertools that were used during a rotating hinge knee case went faulty intra-operatively. Four handpieces (attached to saw and hudson attachments) were not responding despite being changed with three different battery packs. There was an incomplete proximal tibial cut and prolonged surgery time was resulted due to these faulty powertool pieces with no other powertool back-ups in the operation room. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that two sets of universal powertools that were used during a rotating hinge knee case went faulty intra-operatively. Four handpieces (attached to saw and hudson attachments) were not responding despite being changed with three different battery packs. There was an incomplete proximal tibial cut and prolonged surgery time was resulted due to these faulty powertool pieces with no other powertool back-ups in the operation room. No additional patient consequences were reported.